Event description:
Patient received the essure devices (B)(6) 2011 and reported having excruciating pain during the procedure. She was sent home with pain medication but she reported this did not alleviate her pain. After several days of feeling this pain she requested the devices to be removed. The physician removed the devices (B)(6) 2011. The physician reported he had no difficulty placing the devices on (B)(6) 2011 and the procedure was successful, also removing the devices was considerably easy and straightforward. The physician is uncertain if the essure devices contributed to her pain. Patient reported six weeks post surgery she is feeling much better. As a conservative measure this report is being filed.

Manufacturer narrative:
On (B)(4) 2012 - upon review of the details of this investigation, although the physician could not attribute the patient's symptoms to the essure device, we have conservatively decided to file tis case.